Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm was noted, and the motor passed motor test. The device was also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and that the customer was hospitalized for an unrelated high blood glucose event in (B)(6) 2013, which had not been previously reported. The customer stated that she had been hospitalized for diabetic ketoacidosis with a blood glucose reading of over 600 mg/dl. No significant issues leading to the event were recalled. The customer was wearing the device at the time of hospitalization and was discharged a week later. The customer was currently calling regarding the motor error alarm. The blood glucose reading was 69 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.